Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times during the fixed prime process. Troubleshooting was performed. Ran a displacement test and passed. The customer's blood glucose reading at time of call was 166mg/dl. Performed a high pressure test and the test failed. The programming in the insulin pump was correct. The customer also mentioned that there was blood in the tubing. No further information was provided.